Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 15feb2021.

Event description:
It was reported to philips that the device had a low oxygen alarm. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.

Manufacturer narrative:
G4:18apr2021. B4:20apr2021. The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported. The philips on-site biomed evaluated the device with assistance from a philips remote service engineer (rse), and it was determined that the o2 sensor needed to be replaced to return the device to working condition. The philips on-site biomed replaced the o2 external sensor. The device passed all performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.